Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The battery box was returned for evaluation, and subsequent testing verified the complaint. The battery box bottom has evidence of batteries expanding . The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Customer brought it in because it was not working and our tech started to take it apart and couldn't get the battery box out. We finally pried it out and found that 1 of the batteries had exploded inside the box and the entire battery box was bulging, hence the difficulty in getting it out.